Event description:
The lay user/pt called lifescan (lfs) in 2006, and alleged that her meter was prompting an insert strip message. The medical affairs specialist mailed a letter about 5 days later, since the user could not be reached by telephone for further clarification. The pt was unable to test on her meter. She was using test strips that had expired in 2001. She reported symptoms of feeling dizzy and having "vision issues". In 2006, at 8:00 a.m., she treated herself with food and drink. The pt did not report any outside intervention. It would have been helpful to know how long the pt was unable to test, what was the date of the last test, how often she tests her blood glucose, what her medication regimen is, and if she made any changes to it. The insert strip issue was resolved with troubleshooting. This complaint is being reported, as the pt was unable to test on her meter and had nonspecific symptoms that could be related to an abnormal glycemic state. A replacement meter has been sent.

Manufacturer narrative:
Lifesscan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluated it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.